Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8.5 mm endoscope instrument for failure analysis. During the inspection it was confirmed that the instrument was received with mechanical damage to distal illumination fibers and fragments of the fiber optic were missing. Upon completion of the evaluation, a definitive cause for the reported issue was attributed to the user. A review of the site's complaint history does not reveal any additional complaints related to this product. No image or video was provided for review. No log information was available. This complaint is being reported based on the failure analysis findings of missing fiber optics fragments. There was no allegation of any fragments falling inside the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during internal service activity, an 8.5 mm endoscope instrument was returned as non-defective field replaceable units (fru) and updated to a defective fru during the return material authorization process. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.